Event description:
It was reported that during a surgical procedure for an inner-trochanteric fracture with a short trochanteric fixation nail (tfn) that there was difficulty passing the 4.0mm drill bit through distal hole in the nail. The targeting device, construct, was not lining up with the distal locking option in the nail. The surgeon eventually used a free hand technique to drill the distal locking hole and insert the 5.0mm locking screw. The patient status was not affected and the outcome was positive. This report is on the drill sleeve. This is 4 of 6 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device has been returned and is entering the complaint system. The investigation is ongoing. Placeholder.